Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-06061. It was reported that the right ventricular lead exhibited noise. During a replacement procedure on (B)(6) 2019, it was noted that the noise was due to loose header connection. The lead and device were explanted and replaced. The patient was stable.

Event description:
Related manufacturer reference number: 2938836-2019-06625. New information states that noise was noted on the right ventricular (rv) lead. The lead was explanted and replaced with a new rv lead, the issue was not resolved. Another rv lead was implanted and noise was still observed. The physician noted that it may be the cardiac resynchronization therapy defibrillator header causing the noise. The device was then replaced, and incision closed with no evidence of noise post operation. The patient was stable.

Event description:
New information states that the rv lead exhibited noise with increased thresholds and decreased sensing. Dislodgment was suspected

Manufacturer narrative:
Analysis was normal. No anomalies were found.